Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were ticking. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.